Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed all of the pump supplies. After filling the cartridge, the customer received an inaccurate insulin gauge reading. The customer reloaded the cartridge and an accurate reading was received. The customer's blood glucose level was 190 mg/dl.